Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. No pt injury was reported.

Event description:
Customer reported the system is displaying intermittent aperture errors. No pt injury was reported.